Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged cosmetic damage located at the battery compartment, blank display, critical pump error (open book image) alarm and exposure to moisture found on (B)(6), 2021. Device was received with a cracked battery tube threads. Device powered up properly after battery installation. No critical pump error (open book image) alarm noted during boot up. Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. Device was monitored for several hours and no blank display noted. No unexpected critical pump error (open book image) alarm noted during the testing. Successfully downloaded history files and traces using thus. No fatal critical alarms or three consecutive critical handling alarms found in the history files. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. No alarms/alerts noted during the testing. No power error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm recorded in the formatted history file for the event date. Device was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. However, corrosion was found on the electronic assembly, force sensor, motor and vibrator assembly noted. Corrosion was also found on the battery tube assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were also noted during visual inspection: a pillowing keypad overlay, a scratched case and a serial number label fading. Cosmetic damage was confirmed at the batter compartment. Blank display was not confirmed. Critical pump error (open book image) alarm¿was not confirmed. However, during visual inspection, corrosion was found on the electronic assembly, force sensor, motor and vibrator assembly noted. Corrosion was also found on the battery tube assembly. Device exposed to moisture was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received critical pump error. Customer stated that they went to swimming with insulin pump and they received error alarm. The customer stated they were not able to clear the alarm until insulin pump was turned off. Customer reporting insulin pump had crack along the battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.